Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed multiple latch lock failures. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the latch lock sensor. As a result, the latch lock sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump alarmed and displayed, "please reset your key," when locking the door. During physical inspection, it was found that there was an issue with the latch lock sensor. There was no patient involvement, no patient injury was reported.